Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were visualized at the superior portions of the uterus/essure devices had migrated") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and pelvic adhesions ("essure devices created adhesions"). The patient was treated with surgery (hysterectomy to remove the essure coils). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage and pelvic adhesions to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully-occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.